Event description:
It was reported that the patient experienced the six infusion set patches did not adhere to the skin upon insertion event on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.